Event description:
It was reported that the patient experienced halos and glare along with a cloudy intraocular (iol) lens. To date, the lens remains implanted. The event date was not provided.

Manufacturer narrative:
Intraocular lens. Intraocular lens remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) 2012. All pertinent information available to the manufacturer has been submitted. Placeholder.